Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 360 mg/dl at the time of the incident and current blood glucose was 250 mg/dl. The customer was treated with bolus. The customer¿s blood glucose was 360 mg/dl and the sensor glucose was suspended at 67 mg/dl at the time of event. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning health care professional. The sensor will be returned for analysis.